Manufacturer narrative:
Other applicable components are: product ID: 3057, serial# unknown, product type: screening device; product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown; product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urgency frequency and fecal incontinence. It was reported that the patient believed their leads came out of place because they could not feel stimulation even when they put their stimulation up. It was recommended that they speak with their doctor. Contributing factors and actions taken to resolve the reported issue were unknown. It was reported that it was unresolved at the time of the report. Additional information was received from the patient's daughter. It was reported that the patient thought their wires had moved or came out and the device was not working as they were not feeling stimulation. Patient had increased stimulation and was feeling it again, but didn't want it to go so high to hurt them. It was noted that the patient was feeling stimulation at a comfortable level. No further complications were reported or anticipated.